Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing of atrial tachycardia (at)/atrial fibrillation (af) observed in presenting electrocardiogram (egm) as well as on stored at/af episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.